Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for normal follow-up. An episode of non-sustained ventricular oversensing due to potential myopotential oversensing was observed. No programming change was made, as the myopotential oversensing was not reproducible. Patient was asymptomatic.